Manufacturer narrative:
(B)(4). The reporter's phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was not duplicated or confirmed. A functional assessment was performed and the device passed all diagnostic assessment inspection criteria and was fully functional. No failures were identified. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the small battery drive device stopped working when used together with the battery and the battery casing device. It was further reported that the device did not start. It was reported that the device was disassembled from the battery and the battery casing device and it was noted that the battery device was fully charged. According to the reporter, an attempt was made to start the device again after several dismantling and then it started. It was reported that there seemed to be some kind of loose contact in the small battery drive device and the connection between the battery device. It was reported that because the device was not working again after surgery, the device was reassembled and it worked. It was not reported if there were any delays in the surgical procedure or if spare devices were available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.